Event description:
It was reported the patient's blood glucose level rose to 297 mg/dl while wearing the pod between 24 and 36 hours. It was reported by the patient they experienced high blood glucose levels. Treatment information was not provided.

Manufacturer narrative:
The pod was received fully deployed. A leak test was performed. A leak was found on the exposed portion of the soft cannula. The soft cannula was observed to be torn. The timing and cause of the soft cannula damage could not be determined. Fluid was unable to flow through the complete fluid path due to the tear in the soft cannula. The pod data does not indicate a struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. No other damages or deficiencies were found that would result in the device failing to deliver insulin.